Manufacturer narrative:
Updated: b4, e1 (event site email), g3, g6, h2, h6 (type of investigation, investigation findings, component code and investigation conclusions) and h11. The getinge field service technician (fst) replaced touch screen sensor and lcd display. No patient involvement. Cardiosave can select all machine functions and test touch functions. All functional and safety checks have met factory specification.

Event description:
It was reported by getinge field service technician during routine check that cardiosave intra-aortic balloon pump (iabp) touch screen was not working. No patient involvement. No injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.